Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an venous closure of the right femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to a left atrial appendage occluder implant interventional procedure. Reportedly, a suture separation occurred when the plunger was removed. The suture of one new prostyle device was successfully pre-placed. The left atrial appendage procedure was completed. The prostyle suture was used in the pre-close technique to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.